Event description:
Reference number (B)(4). Event occurred in spain. It was reported that patient faced infusion set detachment event on (B)(6)2025. The location of detachment is close to site location. The infusion set was in use for two days. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: spain.